Event description:
An issue was reported where the insulin pump gauge displayed a different amount than expected, showing a static fill estimate of 110 units despite ongoing insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this discrepancy could occur due to significant variance in measured pressures affecting the insulin calculation and assured them that the estimate would adjust once the remaining insulin matched the static display. The caller understood and acknowledged the explanation.